Event description:
It was reported to philips that there was a disk space issue on the allura xper fd10/10 system and therefore it would prevent image processing. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the clarityiq ii image processing pc no hdd and the hard disks. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a disk space issue on the allura xper fd10/10 system and therefore it would prevent image processing. Review of log file showed that malfunctioning frontal ip-pc. Fse replaced ippc and data drives. After replacement the system was returned to use in good working order. The failure analysis was executed hdd bay/label was replaced per prq. Bay lights needed their individual power buttons pressed to come on; issue was resolved after this was done. Cmos battery changed due to low charge. Final testing completed and passed. The codes were updated based on the investigation outcome.